Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens in the patient's left eye was explanted. The reason for the explant is unknown. Additional information has been requested but no new information has been provided.